Event description:
Customer reported a passport 2 monitor would not display co2 data, which may have resulted in a loss of co2 monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representative replaced the co2 module. Calibrated and verified proper operation.